Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. At baseline a small pericardial effusion was noted. The procedure went as planned and the closure device was released successfully. The effusion did not change throughout the procedure. While in recovery it was noted that there was a slight growth of the effusion and the patient underwent a percutaneous pericardiocentesis. The intervention was successful and the patient is in good health.